Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. An attempt was made to connect the pump to a simplera sensor. The pump was unable to connect to it displaying a ¿device not compatible¿ error message. Afterwards an attempt was made using two more pumps with the same software version, and the same error message popped up each time. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of loss of communication between pump and simplera sensor was confirmed during testing. The sensor incompatibility is due to a software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced ongoing pump-related issues, specifically repeated sensor updates and loss of communication between the pump and sensor, along with dissatisfaction with prior product support, resulting in loss of trust in the system. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was partially performed and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device was returned for analysis.